Event description:
The pt reported communication issues and charging difficulty with the implant. An advanced bionics rep met with the pt for device eval and confirmed the problem. The pt was reimplanted with an advanced bionics spinal cord stimulator. It has been reported that the system is working acceptably and the pt is no longer experiencing coupling and communication issues.